Event description:
The event is reported as: the tracheal cuff of the bronchial tube deflated because the pilot balloon leaked. The tube was left in. No injuries reported.

Manufacturer narrative:
Product has not been received by MFR for evaluation; therefore, investigation report is incomplete at this time. A f/u report will be sent when add'l info is received.